Manufacturer narrative:
This MDR was generated under protocol (B)(4) as a result of warning letter cms# (B)(4). Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. Visual inspection observed that the device was in fair condition. During functional testing, installed l-70 test disposable fixture and powered device on. Device under testing was ran for 30 minutes. No water leak was observed from the reservoir or circulating system. Visual inspection revealed cracks on the top edges of the tank cover. Customer reason for return was confirmed. No actions taken. (UDI) is unknown. No product information has been provided to date.

Event description:
It was reported that there was a cracked reservoir. No patient injury was reported.